Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from atrial patient who was using an external neurostimulator (ens) for urgency frequency. The advanced evaluation began (B)(6) 2021. It was reported that the patient felt a burning pain last night from 5:00 pm until 11:00 pm, so they decreased the stimulation before going to bed and the pain went away. The patient mentioned they increased the stimulation to 2.0 where it was comfortably felt after they woke up today. The patient asked if the device can cause constipation. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they had questions about their health. Additional information was received from the patient. They reported that on program 1 they felt a burning sensation when they would increase the stimulation. The patient is now on program 2 and feels stimulation comfortably at 1.6. The patient asked if the device causes constipation and it was advised the patient to please contact their healthcare professional (hcp) with questions regarding medical advice or if she has questions about their health. More information received with trial patient reporting worsening symptoms (bladder). Then, trial patient asked about constipation from the device and how "I was in the ER because I can't go to the bathroom". Trial patient explained how they were in the hospital and was not able to track the information, how their therapy was turned off for most of this time. Furthermore, trial patient was having issues with "no communication error" on the programmer. They were able to speak with their manufacturer representative (rep) who tried trouble shooting with them however was unsuccessful. Trial patient will be going into the office tomorrow. Moreover, trial patient stated that their programmer was not working once again so it has been off all day. They will going into the office tomorrow to have it reprogrammed. They mentioned that they had to go to the hospital and ended up in there for two days because they could not void.